Event description:
It was reported that the customer states the footswitch is starting to rust and when it is depressed, the footswitch does not lift back up and gets stuck. There is no patient involved.

Manufacturer narrative:
Upon receipt of this footswitch at our quality assurance laboratory, this device was thoroughly analyzed. Analysis identified that the foot guard was not intact, large sections of paint had peeled away from the metal guard and one side was bent. The foot switch connector locking ring was present but would not screw in to lock to the female mating plug, confirming the reported performance allegations. It is probable that manipulation of the unit contributed to the pedal stuck and the cosmetic observations. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that the customer states the footswitch is starting to rust and when they depress the footswitch, it does not lift back up and gets stuck. There was no patient involved.